Manufacturer narrative:
Correction: d6b - previous explant date was incorrect. Date of explant has been corrected.

Event description:
It was reported that the patient was scheduled to have surgical intervention for an unknown reason.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information received indicates that surgical intervention took place where the patients lead was explanted and replaced due to lead migration. Related manufacturer reference number: 1627487-2023-04271.